Event description:
Pt. Is 32 weeks gestation. The reporter stated that the set did not infuse during administration of dopamine. The rn reported that the pt's blood pressure did not change despite the rate of delivery being increased. The infusion was stopped. A normal saline bolus was given and the pt status was "ok."